Event description:
Patient was having breast biopsy. First needle was placed successfully, and excised properly. Second needle was not place in proper place, and became lodged. Doctor tugged on needle and hookwire broke and remained in patient. Physician decided not to make another incision to remove hookwire. Talked with the family, and since patient was not in danger, they decided not to have additional surgery. Patient returned for check-up, and declined having hookwire removed as no problems were noted. Physician stated this is a voluntary report only, as they felt hookwire broke due to improper placement and removal.